Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences on the sensor. The customer stated that the pump went into threshold suspend and he could not calibrate. The customer's blood glucose reading was 213 mg/dl while sensor glucose reading was 51 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer will be sent a replacement sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.